Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was manually shocked 4 times in the intensive care unit. Most of the episodes in the logbook were non-sustained; however, the episode during the time of the manual shocks showed that anti-tachycardia pacing (atp) was being given. The physician believed there were dual arrhythmia's since the patient was in atrial fibrillation at a rate of 185 beats per minute (bpm), the ventricular tachycardia (vt) rate was set at 175 bpm and the ventricular fibrillation (vf) rate was set at 200 bpm. Technical services (ts) reviewed the strips and indicated that they showed that the ventricular rate was greater than the atrial rate and a ventricular arrhythmia. The rate goes above the rate cut off for a little while but most of the arrhythmia is at a rate below the vt rate cut off of 170. So, this rhythm was coming in and out of detection so, no therapy is given. This was why the physician needed to manually treat the patient. Ts discussed decreasing the vt zone so, this rhythm can be treated by the device. Additional information indicated that the vt rate was reprogrammed to 165. The patient's heart rate was also raised to 80 bpm. The field representative indicated that the device functioned as it was programmed; however, due to a change in the patient's condition, the device was reprogrammed for system optimization.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates this device was explanted and returned to boston scientific for analysis. No adverse patient effects were reported.